Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The foreign manufacturer was unsure of the serial number of the personal therapy manager (ptm) that the patient was using when he was unable to give himself a bolus. The patient experienced more pain as a result of the bolus issue. The cause of pump alarms on (B)(6) 2016 was reported as "catheter appeared to be blocked on investigation" the patient experienced lack of therapy due to the catheter being blocked. They were unsure of the cause of the zapping feeling.

Manufacturer narrative:
Concomitant product(s): product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone (10 mg/ml, 3.99 mg/day, pa dose: 7.531 mg/day) via an implantable infusion pump. The indication for use was not noted. The event date, drug lot number, and concomitant drug list were noted as unable to obtain. The patient medical history was unknown. It was reported that the patient stated he had been unable to give himself a bolus for 2 weeks. When investigating the pump print out, the refill was due on (B)(6) 2016; however, the doctor had written down the incorrect refill date and told him it was in (B)(6). The log read out stated the pump started alarming on (B)(6) 2016. The doctor also stated that the patient had been complaining of zapping over the pump site (he also has stimulator implanted). The patient has been complaining of bolus not working properly over the last 3 months. The doctor reportedly refilled pump on the same day ((B)(6) 2016) and stated she withdrew 24mls from pump. The company representative was to get print outs from the doctor "next week". It was also noted that the doctor was booking in, to have the pump replaced on (B)(6) 2016. The patient status at the time of the report was "alive - no injury" and the issue was not resolved. On (B)(6) 2016 a company representative reported that prior to operation it was discussed with the hcp whether he would position the patient in a lateral position, should he find the catheter was not patent, that he could replace the catheter. The hcp said no, as he was asked by the treating hcp to only replace the pump. When the hcp opened the pocket and removed the pump, he disconnected it and allowed the catheter to drop below the level of the spinal cord; however no fluid dripped out of the catheter. The hcp reconnected the old pump to the catheter and used the catheter access port to see if he could get fluid from the catheter. He was able to get at least 1 ml. The catheter volume was 0.194 ml. He then disconnected the catheter from the pump and let it fall below the level of the spinal cord; fluid did not flow. The hcp wanted to change the pump segment of the catheter and cut the distal catheter to the connection, and again, let the catheter drop below the level of the spinal cord and fluid dripped out. He reconnected the catheter to an 8578 pump catheter connector. He let the catheter fall below the spinal cord and fluid flowed out. He connected the catheter to the new pump, implanted the new pump, and closed. He then programmed the pump to the original settings and did a priming dose to fill 85% of the catheter, over a period of 2 hours. On (B)(6) 2016 it was reported by the company representative that the treating doctor did not want to look at a catheter access port study to check the catheter. According to the report and company representative, the catheter appeared to be blocked/damaged. The treating doctor wanted the pump replaced as she felt the problem was with the pump not the catheter. The catheter and pump were sent back on thursday (B)(6) 2016 and were received by the company. Additional information was requested regarding serial numbers, symptoms experienced, troubleshooting/diagnostics and actions/interventions for the zapping feeling, and the cause. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Pump-analysis revealed no anomalies with the pump catheter-analysis revealed a tear in seal. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received indicating that the event occurred on (B)(6) 2016. The troubleshooting for zapping had been reported as "stimulator battery pocket was opened up, leads were unplugged and cleaned then placed back into the battery". The catheter from the pump was replaced and no further zapping had occurred. It was noted that the pump, ptm and catheter had been replaced since then and the patient had been doing well

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.